Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post-implant of the extravascular (ev) lead, a decrease in r-wave measurements and intermittent noise were observed, and alerts were triggered for high pacing impedance. Impedance values were noted to have stabilized the following morning, however subsequent x-ray imaging showed the ev lead tilted towards the patients left side compared to initial implant. Computerized tomography (CT) imaging was performed which appeared to show the lead in the parietal pleura with entry from the rib side rather than beneath the sternum. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.